Event description:
The user facility reported a 65-year-old male in acute myocardial infarction/cardiogenic shock was to be implanted with an impella 5.5 device for mechanical circulatory support. The medical staff attempting to deliver an impella pump 5.5 via axillary artery, had difficulty due to the calcification of the artery. After failed attempts, the medical staff aborted the procedure. The patient was implanted with a new impella 5.5 into the aorta via a thoracotomy.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was due to patient anatomy, most likely due to patient condition of calcified, diseased vessels. This report is being filed as part of a retrospective review of historical records.